Manufacturer narrative:
MFR received date: 01 oct 2019. Upon investigation it was determined that this complaint is a duplicate of an existing complaint prid (B)(4), for which MFR report #2031642-2019-04618 was submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 11sep2019.

Event description:
The customer reported that the touchscreen was not working. There was no patient involvement.